Event description:
The technician alleged the brake caster will brake properly but will not swivel lock. No patient impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.